Manufacturer narrative:
Information received from the complainant indicates the tubing of the procedure set became clogged, and the console shut down once. Therefore, it is no longer a medwatch reportable event.

Manufacturer narrative:
The lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined. According to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.

Event description:
According to the complainant, the tubing became clogged, and the console shut down. The procedure set was changed, and the procedure was completed.

Event description:
Note: this manufacturer report pertains to the second of two devices used in the same procedure. Refer to the associated manufacturer report number 3005099803-2010-03599 for a description of the first device. It was reported to boston scientific corporation that a hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6), 2010 (patient ID, age, and weight are unknown). According to the complainant, the system shut off when the temperature reached 80 degrees. No error messages were received, and the system did not proceed to the cool down phase. The procedure was successfully completed with the srai system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be 'fine.'